Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/02/2015 with the following findings: during a visual inspection of the pump, the keypad cover was observed to be peeling off. During testing, the up arrow keypad buttons was unresponsive; all other keypad buttons responded intermittently. The keypad cover was removed, and contamination was found under all button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the pump was not working. There was no allegation of an adverse event with this complaint. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual issue.